Event description:
It was reported that the pt underwent a catheter and pump pocket revision. No reason was provided at the time of the report. Additional info has been requested from the hcp, but was not available as of the date of this report.